Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after refilling a cartridge that had 34 units with 250 units. The customer declined tandem technical support's offer to troubleshoot and disconnected call. There was no reported impact to the customer's blood glucose level.